Manufacturer narrative:
The complaint device was not returned to bsc; therefore, product analysis could not be performed. The primary reported observation is addressed in product labeling; well-understood factors likely contributed to the event. The complaint investigation conclusion code is "known inherent risk of device".

Event description:
It was reported that this patient presented dehiscence of their insertable cardiac monitor (icm) and days later, the device completely popped out of the implant incision. The patient stated that hard coughing could have been the cause of the dehiscence and confirmed that there was no bleeding nor possible infection at the time. Technical services (ts) informed the implanting facility and recommended the patient to contact it for a follow up. The patient was seen at the clinic and no signs of infection were noted. The plan is to re-insert a new icm device but there is no evidence that suggests an intervention has been performed. No additional adverse patient effects were reported.